Event description:
Prostate biopsy bard needle guide used for biopsy, will not fire / engage when button pressed, unable to use this same occurrence happened in 12/25 with substitute mq1825 used after for several months, new shipment and same event occurring 50% of product used today was discarded. Pt: 4582. Device: 2610, 1581. Ref: mw5187156.